Manufacturer narrative:
Exemption number: (B)(4). (B)(4). The excor blood pump, s/n (B)(4), was used from (B)(6) 2014 to (B)(6) 2015 (127 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. During initial investigation of the returned blood pump a defect of the air-side layer of the triple-layer membrane was suspected. However, evaluation of the blood pump s/n (B)(4) is still ongoing.

Event description:
Site called berlin heart inc.'s clinical affairs to report that an excor blood pump that was connected to one of their patients who was being supported in lvad configuration was not ejecting at all. The settings of the driving unit were checked and the systolic pressure was increased from 200 mmhg to 220 mmhg then to 240 mmhg in an effort to improve ejection of the excor blood pump in question. However, with this maneuver there was no improvement noted in the pump ejection. The site then switched the ikus driver to the backup driver in order to rule out any issues with the driver. After switching the driver the pump still was not ejecting. The site sent a video of the pump to the clinical affairs team for review, which appeared reveal a "pump pillow." Clinical affairs recommended that the site immediately exchange the excor blood pump in question. The site reported that the new pump had full fill and ejection and the patient was again being supported appropriately by the excor vad system and did not experience any untoward effect.

Manufacturer narrative:
(B)(4). The blood pump that is the subject of this report (s/n (B)(4)) was evaluated by the manufacturer of the pump. Visual inspection shows padding (air cushion) between 2 layers of the triple layer membranes. Further evaluation of the disassembled pump, by the manufacturer, revealed a hole in the driving membrane. Diminished lubrication film (graphite coating) at the edge region of the driving membrane and unusual run marks on the membrane were detected. It also detected that the membranes are slightly not parallel to each other and that the distance between membranes were too large. The diminished lubrication film and unusual run mark indicates that an irregular load of the membrane occurred, most probably caused by not parallel positioning of membranes and too larger distance between membranes. This irregular load eventually resulted in a hole at the place on the driving membrane which was most stressed. The manufacturer has implemented some changes in the production process to mitigate membrane layer defects.